Event description:
An impella cp was inserted percutaneously via the right femoral artery access in an 80-year-old male patient as bailout intervention following high-risk percutaneous coronary intervention. The patient¿s comorbidities were known coronary artery disease and cardiac arrest requiring cardiopulmonary resuscitation. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During percutaneous coronary intervention, a distal obtuse marginal perforation occurred while stenting the left main, left anterior descending, and circumflex arteries. The patient developed a pericardial effusion caused by a 0.014-inch interventional wire and required intubation and pericardiocentesis. The impella cp was then urgently placed and was running for more than 20 minutes. The patient continued to deteriorate and required ECMO placement. While in catheterization lab on support, an ¿in the ao¿ alarm was observed. The pump was re-advanced into the left ventricle under fluoroscopic and echocardiographic guidance without issue. Subsequently, the device was noted to be positioned in the papillary muscle with poor flows. Multiple attempts were made to reposition the device to the left ventricular mid-cavity; however, these attempts were unsuccessful due to aortic tortuosity. At that time, decision was made to completely remove the device and reinsert it. Prior to device removal, the white cable had been removed from the automated impella controller (aic). After impella cp explant, an attempt was made to flush the device at power level p-1; however, the automated impella controller displayed a ¿pump defective¿ alarm. The alarm occurred while the device was outside the body, and the device was not reinserted. Replacing the automated impella controller and reconnecting the pump did not resolve the issue. The impella cp device was removed from use due to poor positioning in the heart, and a new impella cp was successfully implanted and used for left-sided needs/ventricular vent. At the time of explant of the initial impella cp device, the patient was reported as surviving but he remained critical. The second impella cp device functioned with no allegation or deficiencies against the device noted by customer. The initial impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during device repositioning/replacement; however, the device repositioning/replacement was performed with no consequence to the patient and support was resumed without any known adverse events. The next day, the patient expired while on support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's underlying critical condition as he presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate